Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use; an alarm was generated. Ventilation was not affected, however, the patient was removed from the ventilator without any reported patient harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.